Event description:
Boston scientific received information that during a normal device replacement procedure, this right atrial (ra) lead exhibited elevated thresholds and was found to have been dislodged. The physician attempted an extraction; however, the lead could not be removed. The lead was capped and the distal end was left in the svc and the excess lead was coiled in the pocket. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.